Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed. The receiver log was downloaded but not reviewed since data was not applicable to alleged issue. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.